Event description:
It was reported that the balloon lost pressure on 2 devices. On (B)(6) 2014, the following information was reported by aci sales representative: female patient. No visible calcium during groin angiogram. Balloon popped right when it was inflated with both devices. They had access the whole time. I explained to the physician to pull the sheath back a little next time to avoid whatever was causing the balloon loss of pressure.

Manufacturer narrative:
An attempt to inflate the balloon from the returned device with water revealed a leak. Visual inspection at high magnification confirmed that the source of the leak was a longitudinal tear on the balloon, approximately 4mm from the balloon proximal tip. The introducer sheath was not returned, therefore physical evaluation to determine whether there was damage to its distal end that could have punctured the balloon could not be made. However, it should be noted that the probability of two devices failing in the same patient due to a puncture of the balloon is highly improbable without an outside source causing the puncture. A review of the lhr was not possible as the lot number was not provided. Based on the information provided and the investigation performed, the root cause of the tear could not be conclusively determined. See MDR 3004939290-2014-00478 for the second device.